Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 20.9 mmol/l (376.2 mg/dl) while wearing the pod between 5 and 24 hours. The patient was treated with manual insulin injections. The pod was removed at the ER and the patient reported the cannula did not properly insert in the infusion site (arm). The pod was discarded at the hospital and the patient was released from the ER after 7 hours.